Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the unit was producing an intermittent image due to the scope connection failure. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
While inspecting a returned olympus video system center it was discovered that the unit was not producing an intermittent image whenever the scope was manipulated due to a connector failure. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the intermittent image was caused by a faulty cable connector. However, the specific cause of the faulty cable connector could not be established at this time. Olympus will continue to monitor field performance for this device.